Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope instrument was analyzed and the complaint regarding customer could not flip the 30-degree endoscope from up to down without going into default was not confirmed by failure analysis. The endoscope was evaluated and found to have a camera instrument adapter defect. The endoscope was visually inspected and had cosmetic damage in the form of laser marking on housing damage/markings on housing. .

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer could not flip the 30-degree endoscope from up to down without going into default. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place on (B)(6)2023 during a unilateral inguinal hernia procedure. There was no inverted image or reversed controls noted. The endoscope was observed to be moving with unintuitive motion since it was moving in an unexpected way. The endoscope was not inspected prior to use. There was no patient injury or adverse effect to the patient's tissue. The procedure was completed robotically with the original endoscope.